Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported that a patient presented with pain in both eyes during a one day post lasik follow up. The patient was noted to have a corneal abrasion in both eyes. Additional information provided states that the patient's symptoms have cleared and her vision is good. The patient is currently using artificial tear drops. There are two medical device reports associated with this event. This report is for the left eye.